Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this exhibited noise and oversensing which lead to pacing inhibition and asystole for at least 2 seconds. The physician elected to change the patient's medication and this seemed to help stabilize the patient's heart rate. The lead was surgically abandoned and the device replaced successfully. To date, no adverse patient effects have been reported.